Event description:
A malfunction on the pump was reported. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the malfunction reoccurred, which they acknowledged and understood.